Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope, fell and hit his nose. The patient's nose required bandages. Upon interrogation, it was noted that the patient was in ventricular fibrillation (vf) and received anti-tachycardia pacing (atp). The atp accelerated the arrythmia and the patient received two shocks. The medical personnel was questioning why the second shock was administered since the first shock converted the patient's arrythmia. Boston scientific technical services (ts) was consulted and further review found that the current programming had committed shocks programmed on. Ts discussed that this programming was the reason the patient received therapy even after rate slowed. Ts further noted that this feature is nominally off. Atp was programmed off in the vf zone. No additional adverse patient effects were reported.